Event description:
It was reported that the patient experienced discomfort at the pump pocket site and the patient did not have relief. The patient wanted the pump removed due to discomfort at the pocket site. The pump and catheter were explanted. It was noted the only injury the patient experienced was the incisions. The patient recovered without sequela. The pump was delivering morphine.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly found.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.